Manufacturer narrative:
Additional information: d9, h6, h11. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a separation between the assembly of the tubing and the third y-site clearlink in the upstream part. Further inspection identified a lack of solvent in some areas of the tubing and a potential low insertion. The reported condition was verified. The cause of the condition is related to improper manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set snapped and disconnected at y-site while moving the line. The process step during which this occurred was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.